Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer's blood glucose level. The customer continued to fill the tubing until drops were seen at the end of the site and successfully resumed insulin without replacing any supplies.